Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels ranging from 27 to the 400's (mg/dl). Customer addressed low bg by consuming food. Subsequently, their bg levels rose to above 400. Reportedly, the customer believes they possibly over-corrected for their low bg level. A correction was administered and bg levels decreased to 218 (mg/dl). System check with tandem technical support indicated the pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.